Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the treatment suddenly stopped. The treatment given to the patient was a gyn treatment for cervical cancer (3 channels). After 356.1 sec an error message appeared, and the treatment was interrupted. After this reboot, the system went into recovery mode and should have resumed treatment starting from the remaining dwell position in the channel before the error occurred. However, after the tcs reboot, the treatment was resumed from the initial dwell position in the first channel. Due to the recovery error an additional dose of 1.88gy was given to the patient. The planned dose was 2 x 8.3 gy = 16.6 gy. This occurred on the last fraction, and it was not possible to compensate for the additional dose in a subsequent fraction. The issue is due to a combination of a software issue and a use error. Treatment data recovery was incorrect due to a time difference between the treatment console and the treatment unit. The recovered treatment data and the pre-treatment report must be checked by the user before resuming treatment as instructed in the user manual.

Event description:
The customer reported that the treatment suddenly stopped.